Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The distributor alleged that the display screen was blank. It was noted that the pump's audio tones were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: during investigation, a review of the alarm history indicated no alarms related to a blank display issue. The pump was powered on and the display screen was found to function appropriately. The display was clear and legible. The complaint of a blank display was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).